Event description:
It was reported that at normal followup this left ventricular lead had a sudden threshold rise. The physician believes that the root cause was lead dislodgement. The lead was explanted/replaced. No patient complications were reported as a result of this event.